Manufacturer narrative:
The t:slim user guide states to replace the cartridge every 72 hours if using novolog. Change your infusion set every 48¿72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 340 mg/dl and insulin injections were administered to address the bg level. A cause of the past occlusions could not be determined. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and insulin was observed exiting from the infusion set tubing. Reportedly, the customer had been using novolog in the cartridge for 3-4 days and also uses the infusion set for the same amount of time. Tandem technical support advised the customer that the pump labeling instructs the user to change the supplies sooner. The customer acknowledged the information.